Manufacturer narrative:
Updated fields - b4, d8, d9, g1 (contact person and contact office - mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected field - h6 (component codes). A getinge field service engineer (fse) went to the user's site and confirmed that the ECG cable was seriously damaged and needed to be replaced, and gave the user a quote. The user informed that no repairs would be made for the time being.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by hospital during routine maintenance that, the cs100 intra-aortic balloon pump (iabp) found with ECG cable damaged and aged. There was no patient involvement.